Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a rewind anomaly. Customer reported the insulin pump was unable to rewind. It was also found the insulin pump was extremely hot to the touch. Customer also stated the piston was not moving down during the rewind process. The customer's blood glucose was 176 mg/dl. The customer agreed to return the insulin pump for analysis.